Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon was duplicated due to the failure of the ccd unit. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from sorc, omsc considered that the reported phenomenon was attributed to the transmission failure of the failure of the ccd unit. The failure of the ccd unit was considered that to be due to the deterioration of the material of the ccd sensor due to ultraviolet rays or deterioration of the image sensing device due to the long-term use. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, it was found that the endoscopic image was not displayed on the monitor. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.